Event description:
Having ent surgery completed. While using the ethicon harmonic focus shears handpiece, staff saw a spark, and smoke while trying to use during surgery. The equipment was taken off the field and all parts including the machine, cord and handpiece were given to the equipment technicians. Clinical engineering tested console not finding any errors or issues. Handpiece sent for evaluation and replacement.